Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a low battery alarm. The root cause could was determined to be a damaged main battery. The main battery was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that the device has not been previously sent into service for the reported condition of ''battery low.'' However, during previous service depleted batteries were observed during testing and replaced.

Event description:
It was reported by the baxter service technician that a flo-gard infusion pump experienced a low battery alarm during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.